Manufacturer narrative:
A patient experienced lead migration/ recharge burden was reported to abbott. It was determined the ipg was electively replaced as the ipg exceeded expected longevity and patient continued to have therapy. The lead was explanted and replaced to address lead migration. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (10)3333114(17)130328, serial: n/a, batch: 3333114.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced to address the issue.